Manufacturer narrative:
The customer suspended the use of the 12 lead ECG functionality via philips intellivue patient monitors in the emergency department pending further investigation. The manufacturer proposed to upgrade all intellivue equipment to software revision m, and to provide philips own 12 lead ECG cables. As philips received multiple reports from other customers regarding this issue as well, an internal corrective and preventive action (CAPA) was opened. During the CAPA investigation, it was established that the distortions in the st-segment during a 12-lead ECG are caused by a high pass filter in the ECG software. This filter is activated by ECG firmware version e.01.22 when the technical inop "ECG check cable" or "ECG noisy electrode" is caused by a compromised ECG cable. The inops will be displayed when a shunt resistor between ECG lead wires and cable shield caused by mechanical damage or fluid ingress is detected. Only mms, x2/mp2 and mp5 with the 12-lead ECG option (c12) and the ECG firmware e.01.22 (for ECG hw revision e.01.01) are affected. As a result of the CAPA, a field change order (fco86201799a) was issued alerting the customer to the availability of software upgrades to resolve the issue. With the new software upgrades, the "ECG check cable" and "ECG noisy electrode" inops no longer trigger the internal high pass filter that influences the st-segment. Furthermore, the ¿ECG check cable¿ inop is now accompanied by an inop tone to alert the user. Philips customers using the affected devices with the c12 option were informed about the potential st-segment distortion and the available software changes by a field safety notice. This issue was caused by a malfunction of the device. Product support engineering confirmed that as per license server, fco has been implemented in all the affected devices at leicester.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that following a recent installation of intellivue monitors at (B)(6) emergency department, a significant clinical risk has been identified by senior medical staff at the trust, related to 12 lead ecgs done using philips equipment. Exaggerated st segments shown on ecgs have led to a claim of misdiagnosis for some patients, resulting in them being sent for potentially high risk invasive procedures (cardiac catheterisation). A patient was transferred to cath lab for invasive angiography on the evidence of st elevation. No further information was provided.